Event description:
A 35-year-old male patient with unknown medical history presented with suspected pneumonia and subsequently decompensated into cardiogenic shock. Impella 5.5 support was initiated. Following the procedure, ectopic beats were observed. Evaluation showed that the impella inlet appeared positioned too deep within the left ventricle. The device was repositioned, which led to partial improvement; however, the patient continued to experience intermittent episodes of ventricular tachycardia (vt). During support one episode hypovolemia was solved with albumin. Inseration showed a small haematome, no treatment was necessary. The patient was subsequently weaned from impella support as planned, without further reported complications.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected: d4 (serial & catalog) ventricular tachycardia/hypovolaemia: the cause of the injury was not determined due to insufficient clinical details. Hematoma/ patient device interaction: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
A141102 removed from h6. A01 added to h6. Corrected data d1 updated/corrected. The investigation is still ongoing.